Event description:
I had a total hip replacement with an encore medical metal/metal implant and had constant pain and disability. I had a revision total hip and it was found to have a loose acetabular and femoral component. I had a total left replacement done with the same implant 11 - 06 and had no problems. This one in 2007 did not feel right from the time of surgery.